Event description:
On september 15, 2006 the lay user/reporter (patient's grandaughter) contacted lifescan alleging that the patient's one touch ultra was reading inaccurately. The customer care advocate (cca) was unable to contact the reporter on two separate days, since she was out of the country. The medical affairs specialist obtained the following information from the customer care advocate's documentation. The reporter was alleging that the patient's meter was giving "false" readings and the patient ended up in the hospital. She stated that his consecutive meter readings (unspecified readings) were different; however, she was unable to specify the meter readings that were associated with the hospitalization. The cca retrieved the following meter readings from the meter's memory: "9.5, 8.5, and 9.8 mmol/l" obtained in 2006, from 7:03 am to 7:06 am and "6.7, 7.4 and 7.0 mmol/l" obtained one day before, from 8"18 pm to 8:20 pm. Based on statistical methodology, the calculated differences of the reported meter results meet lifescan's precision criteria. It would be helpful to know/ obtain the following information: if the patient suffered any symptoms of high or low blood glucose symptoms at the time of concern, if the patient made any recent adjustments to his diabetes care, the patient's medication regimen, when and why the patient was hospitalized, the patient's blood glucose results obtained at the hospital. The reporter was unable to troubleshoot the inaccuracy over the phone and stated that she will call lifescan back to troubleshoot. It would be helpful to know if the meter was correctly set to "mmol/l" and if the correct testing/cleaning techniques were used. Although there was insufficient information regarding the events leading to the patient's hospitalization, this complaint is being reported because the patient reportedly, obtained "false" meter readings and was hospitalized. The meter was replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.